Event description:
Customer indicated that for the week prior to event, unusually high readings had been received with the meter. They received a 426 mg/dl and called for paramedics. With an unknown brand meter, the paramedics received a reading of 208 mg/dl. Customer was treated with insulin. Customer also indicated that roughly a week prior they went to the hospital with a high reading and was treated with insulin. On both occassions, the meter reading was significantly higher than that received by the emergency response staff. During call with customer service, customer indicated battery corrosion was present in the meter.